Event description:
It was reported that a patient's device would be explanted. Upon follow-up on the reason for explant, it was stated that the patient was having difficulty breathing over the past year. The patient had seen several doctors regarding the breathing issues and no doctor was able to determine the reason for the issues. The physician lowered settings for the difficulty breathing. It was unknown if this improved the patient's symptoms. A company representative attended the patient's appointment and noted that the patient was visibly swallowing hard and that the patient was also reporting tightness that occurred about 4-5 times a day. Settings were adjusted. The physician was unsure if the events were related to stimulation. Lead impedance was indicated to be ok. It was noted that the patient's device was replaced. The hospital was noted to be a no return site so the explanted generator will not be returned for analysis. No additional relevant information has been received to date.